Manufacturer narrative:
Per the clinic, the patient experienced a soft tissue breakdown and infection at implant site, and subsequently was treated with IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2025, and there are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an implant extrusion. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.